Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: 18 months after the procedure. It was reported via trial that on (B) (6)2008, the pt underwent direct stenting in the mid left anterior descending artery with one xience v stent. On (B) (6)2010, the pt experienced retrosternal chest pressure with increased troponins and ECG changes. The pt was admitted to the hosp and had a diagnostic coronary angiogram on (B) (6)2010 with revascularization in a new lesion via percutaneous coronary intervention within 5 millimeters of the index lesion. The angiogram also found in-stent restenosis of a non-abbott stent in the proximal right coronary artery. The pt's condition is continuing and the pt was discharged on (B) (6)2010. There was no add'l info provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. A follow-up report will be submitted with all relevant info.